Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed for death. It was reported the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to 2. On an unspecified date, it was found that the mr had increased to 4 due to progression of disease. The clip was confirmed to be secure on both leaflets. There was no leaflet injury. On (B)(6) 2018, a second mitraclip procedure was performed, one clip was implanted reducing mr to 1. On (B)(6) 2018, the patient expired. Sometime after the procedure, the patient had a (B)(6) blood culture for (B)(6) and mitral valve vegetation (endocarditis) was detected. In the physicians opinion, the mitraclip did not cause or contribute to the death; however the physician could not confirm if the mitraclip caused or contributed to (B)(6). No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of death, endocarditis and infection, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported death and endocarditis were due to (B)(6) procedural conditions; however, a definitive caused for (B)(6) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.